Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device would no longer open after starting the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the jaws are stuck shut. The customer reported that the device locked after starting the use. The reported condition was confirmed. The knife is trapped and contained within the jaws causing the jaws to be misaligned. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the investigation findings to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.